Manufacturer narrative:
The reported event of the balloon did not inflate was confirmed. Balloon latex appeared deteriorated. Balloon did not inflate due to leakage from distal side of balloon latex. 2 holes were observed from the distal side of balloon latex which sizes were 0.5 mm long and less than 0.5 mm long. After cutting the proximal balloon bonding site, it was unable to determine if edges matched up. Per eas556 rev.br, latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. Clotted blood was observed from balloon and windings. No other visible damage was observed from both windings and catheter body. Engineering evaluation completed. A CAPA and pra was initiated for this issue. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the balloon of a swan ganz did not inflate in the patient body during use although there was no problem at the inflation test before use. There were no patient complications reported.